Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a maverick 2 shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 62cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulties encountered. The 20mm x 3mm, 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick²¿ balloon catheter was selected to dilate the lesion. The physician attempted to use the device but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break.